Event description:
It was reported that when using the bd pyxis¿ medstation¿ es scanner works, but there was a significant delay and it caused the screen to freeze. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that scanner experienced a long delay during operation. The field service engineer replaced the scanner cable to restore proper functionality. After replacement, the system was tested, and the customer confirmed that the repair was successful with no further issues. The system functioned as intended after the field service engineer repaired the device.